Event description:
A surgeon reported "getting much more corneal edema around the wound at one day post operative" noted in four separate cataract eye surgery procedures. Upon follow up it was informed that there was no medical intervention required to resolve the issue reported. There is no product sample available for eval.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).